Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer logged in remotely and confirmed that the asset was online and functioning properly, contacted customer to inform that the asset was powered on and that users were able to use it normally without experiencing any reboots, confirmed status with the customer. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station kept shutting down on its own. Customer tried to replace main drawer 3.1 but issue persisted.however, there were no delays or adverse events or injuries reported based on this event.